Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 56 percent remaining to 16 percent remaining 13 days later. The device battery was suspected to be depleting prematurely. A copy of device memory was received for analysis. Engineering analysis identified a battery depletion anomaly and device replacement was recommended within a 60 day replacement interval. No adverse patient effects were reported. This product remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that surgical intervention was undertaken. This s-ICD was explanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 56 percent remaining to 16 percent remaining 13 days later. The device battery was suspected to be depleting prematurely. A copy of device memory was received for analysis. Engineering analysis identified a battery depletion anomaly and device replacement was recommended within a 60 day replacement interval. No adverse patient effects were reported. This product remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. It was reported that device replacement was scheduled for a future date. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. This s-ICD was explanted. The product has been received for analysis. This report will be updated upon completion of analysis. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that device replacement was scheduled for a future date. If information is provided in the future, a supplemental report will be issued.